Event description:
During surgery, part of the tip of a 5mm clip applier broke off while in the patient. Patient was not harmed. The surgeon was able to successfully remove the portion of the tip that had broken off. The clip applier was then removed from the field and replaced with a new clip applier.